Manufacturer narrative:
As reported in the legal brief, the patient underwent placement of a optease filter. The information provided indicated that the filter was embedded and the patient experiences anxiety related to the device. The indication for the device implant was left lower extremity deep vein thrombosis (dvt) and probable pulmonary embolism (pe). The patient presented with mottling of the left leg and pain in the left groin. Venous duplex ultrasound revealed thrombus in the left common femoral vein, the left superficial femoral vein and the left popliteal vein. The diagnosis of pe could not be confirmed as a computerized tomography scan or ventilation perfusion scan could not be performed due to the patient¿s size. The filter was implanted via the right common femoral vein, completion imaging showed good placement but no filling of the common iliac vein. The patient was reported to have tolerated the procedural well. The information provided indicated that the patient became aware approximately four years post implant that the device was embedded and could not be removed. There have been no documented attempts to retrieve the device and no imaging results provided depicting the device being embedded. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ¿filter embedded in wall of the ivc¿, could not be confirmed and could not be further clarified at this time. Without the procedural films to and/or post implant images to review, the reported retrieval difficulty could not be confirmed. The current documentation provided does not support an attempt at retrieval. Clinical factors that can influence retrieval difficulty include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a optease filter. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to a history of deep vein thrombosis (dvt.) The patient is reported to have tolerated the index procedure well. The ppf indicates the device is embedded cannot be removed, although there have been no known documented attempts to retrieve the filter. The patient is also reported to continue to experience anxiety related to the filter.